Event description:
In 2/2003 a ventricular assist device pt being supported by a portable pneumatic driver reported that the driver had shut off without any warning or alarms. The driver did not switch to emergency back-up batteries. Pt hand-pumped and successfuly switched to their back-up driver. The driver and batteries were returned to the MFR for eval.